Event description:
It was reported the subject device is not working. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image showing on the monitor due to bad cable/connector, and a leak. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reportable evet occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.